Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: they were preparing the tables in or. They were opening the 5 ml syringes to the tables, when they noticed that there was brown dirt in a syringe. The dirt cannot be removed with wiping,but appears to be inside the plastic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 28-dec-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample had a smearing of embedded brown foreign matter present on the barrel flange and neck. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring at an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2048732. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: they were preparing the tables in or. They were opening the 5 ml syringes to the tables, when they noticed that there was brown dirt in a syringe. The dirt cannot be removed with wiping,but appears to be inside the plastic.